Manufacturer narrative:
B3 - date of event: unknown date. The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch it was reported that there was contamination that was reported as small black dots on the internal walls of the drip chambers and had been reported in numerous lots across three product types. In some products, particulate matter appeared in the lumen or chamber of the tubing. In most, particulate matter appeared embedded in the plastic material but not within the lumen or chamber. The product image is included in the attachment. There was no reported patient involvement and harm.